Event description:
It was reported that the customer was hospitalized. At the time of the call, there was no electricity or internet, and the customer stated that it was not a good time to talk about the hospitalization because his place had just lost power. The most recent blood glucose reading was 139 mg/dl. The customer stated that the insulin pump's belt clip had been attached to the belt loop and broke. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.